Event description:
Caller reported battery depletion issue. There was no adverse impact to the customer¿s blood glucose level. Cts investigated the issue but found no data and closed the case after the customer declined follow-up.